Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Event description:
Continuous infusion to PICC white port; medfusion pump alarming occlusion. Rn attempted to flush catheter and dressing became saturated. Dressing was taken down and line assessed. A hole was found in the catheter and the PICC was removed.